Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump was received with missing segments/partial display due to cracked and bleeding on lcd glass.

Event description:
Information received by medtronic indicated that the display was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.